Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys testosterone ii assay results from the cobas 6000 e 601 module. Sample 1 initial result was 64.02 ng/dl and was reported outside of the laboratory. The repeat result on 26-feb-2022 was 26.39 ng/dl. On 24-mar-2022, sample 2 initial result was 77.58 ng/dl and the repeat results were 115.36 ng/dl and 80.46 ng/dl. Sample 3 initial result was 54.22 ng/dl and the repeat results were 139.30 ng/dl and 76.14 ng/dl. For samples 2 and 3, the lowest result was reported outside of the laboratory. The reagent lot number was 55446401. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative replaced all the relevant seals and the pinch tubes. Afterward, the instrument check was completed and was within specification. The investigation determined the service actions resolved the issue.